Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso sensor, cracks on both housings, missing battery door. The complaint could not be duplicated. At the time of investigation (pump records no such error as customer described). The event history log (ehl) was downloaded and inspected - found high numbers of "high pressure" alarms, which point to a faulty dso sensor. Dso sensor, rear housing, front housing, rtc battery, and battery door replacement. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump has "error 280239". There was unknown patient involvement and unknown patient harm/adverse event reported.